Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the lead was placed but per the physician, the helix would not extend after 25 turns. The lead was removed and the helix was able to extend outside of the patient's body; however the physician requested a different lead for the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.